Event description:
It was initially reported by the company rep that he was informed by the surgeon that the pt was taken into surgery due to end of service (eos) and the generator could not be interrogated. The surgeon wanted to go ahead and replace the lead as well as he was scared that he would attach a dual pin generator and get high impedance, and he did not want to take a risk of wasting another generator; so he wanted to go ahead and replace the lead as well. Company rep stated that the surgeon's programming system was working fine as he could interrogate the new generator just fine. Explanted products were returned to MFR for analysis. Analysis was completed on the generator and the reported eos allegation was verified. The generator was found to be at 1.6v and could not be interrogated in the pa lab. Analysis was completed on the lead and lead fracture was observed. A break was identified in two locations of the positive coil and two broken strands were noted on the negative coil. Excessive pitting was found at the break location and this is likely due to presence of stimulation for a period of time. Internal and outer tubing abrasion contributed to leakage of dried body fluids. Note that since the electrode array portion was not returned for analysis, an eval and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified within the returned lead portions. Follow up with the surgeon revealed that the pt was taken into surgery due to failure to program and eos. The generator could not be interrogated, so the surgeon and the treating physician were not aware about high impedance/lead fracture. The pt was referred to the surgeon by the treating physician who stated that they could not interrogate the generator and believed it was at eos. Pt was last interrogated a year or year and a half ago and no problems were noted that time. No pt manipulation or trauma was reported and x-rays were not taken either.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a serious injury or death.